Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to deliver 100% oxygen. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was unable to deliver 100% oxygen. The customer ordered a gas delivery system (gds). Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.